Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).